Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that patient presented in clinic and upon interrogation, high, out of range, high lead impedance was observed. Increase in impedance was noted since implant. All other lead values showed normal. An episode of noise reversion was noted (B)(6) 2019. Physician elected to monitor the patient and enroll them in duke merlin.net remote transmission and patient is awaiting release in merlin from implant facility. No patient consequences reported.